Event description:
It was reported that, the screwdriver tip broke off and the drill bit broke in half. Half of the drill bit remains in the pt.

Manufacturer narrative:
(B)(4). The analysis results found that the d12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon encountered insufflation issues with the trocars. The leaking was noticed intermittently on all of the trocars while instruments were inserted through them. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.